Event description:
It was reported that the patient's system was explanted due to infection. No patient symptoms or outcome was reported. Additional information has been requested from the health care provider, but was not available as of the date of this report.

Manufacturer narrative:
.